Event description:
Nurses were demonstrated the catheter by MFR rep. When they later used it on a pt the device leaked solution around the port. When they extracted the catheter the port never closed allowing infection (pseudamonsa) into the port. Her stay in the hosp was lengthened and she went home on IV antibiotics, later her port was removed, the infection never healed and the hole never closed.